Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 139254 m2a-magnum 42-50mm tpr insrt-3 lot# 593370. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery a magnum taper insert was unable to be removed from the stem. The device remains implanted. There was an extended surgery time of one to two hours due to not being able to release taper from stem. No further event information available at the time of this report.